Event description:
Reportable based on additional information received on (B)(6) 2011. It was reported that during a cardiac ablation treatment procedure, high impedance errors occurred. While performing cardiac ablation with the 4 quad k2 blazer ii cardiac ablation percutaneous catheter high impedance errors occurred "several times". It was noted that a few ablating points were indicated at approximately 100 ohms. The procedure was completed with a different device with no reported patient complications. The patient's status is good. Additional information from the complaint investigation site revealed an exposed wire.

Event description:
Reportable based on additional information received on (B)(4) 2011. It was reported that during a cardiac ablation treatment procedure, high impedance errors occurred. While performing cardiac ablation with the 4 quad k2 blazer ii cardiac ablation percutaneous catheter high impedance errors occurred "several times". It was noted that a few ablating points were indicated at approximately 100 ohms. The procedure was completed with a different device with no reported patient complications. The patient's status is good. Additional information from the complaint investigation site revealed an exposed wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: an examination of the returned device revealed that the catheter failed the electrical short verification test. A short was found on the tip electrode and a ring electrode. Rf ablation was verified with an ept-1000 xp system and the thermistor temperature sensor verified normal, the thermistor resistance value was within product specification and the resistor ID value was also within specification. A thermistor response test was conducted and the catheter was within specification. The catheter handle was disassembled and no shorts were found between the solder (inside the handle assembly) and the catheter's cable, however, a short was found between the solder (inside the handle assembly) and the tip electrode. A short was found between the solder (inside the handle assembly) and the ring electrode. The distal tubing was dissected and the electrical wire for tip and the ring electrode were cut and stripped. A test for shorts was performed between the stripped wire and the tip and the ring electrodes which verified normal confirming no shorts within the distal assembly. Testing between the stripped wire at the distal assembly and the solder inside the handle assembly showed a short between the tip and the ring electrode which confirmed the short was within the proximal shaft or the 8 inch coiled electrical wire within the handle assembly. To further isolate the failure, the 8 inch long coiled electrical wire was uncoiled and again a short test was performed between the stripped wire at the distal assembly and the solder inside the handle assembly. The short disappeared after uncoiling the 8 inch electrical wire. The 8 inch electrical wires for the tip and ring electrode were visually inspected and it was noted that the insulation was rubbed off, and a small area of the wire was exposed on both tip and electrical wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is due to manufacturing. (B)(4).

Manufacturer narrative:
A complaint review for the last 15 months ((B)(4), 2010 through (B)(4), 2011) was performed for blazer manufacturing-related electrical high impedance issues. The review found no similar manufacturing-related complaints for this issue. (B)(4).